Event description:
It was reported by repair work order that the ground path was compromised due missing ground pins on both the power cord and auxiliary power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.